Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, changes made to cubie pockets and drawer configuration on two stations were not syncing back to the server despite stations showing as communicating; possible communication issue (retry mode), with server configuration out of sync while station configuration remains correct. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations had data sync errors. The first error was due to an invalid change tracking value mismatch requiring manual recovery, and the second was caused by a duplicate key insertion failure in the database. A technical support specialist (tss) backed up the station and applied relevant fixes by using knowledge articles, manual recovery required - datasyncinvaliduploadchangetrackingvalue and retry: strg.dispensingdevicesnapshot - computer name already in use, resolving both issues. Post-fix validation confirmed data sync logs were stable with no further errors and confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.